Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during cholecystectomy procedure the handle on the device was locked and could not be opened. Also, the clips ejected from the device in a row. Another device was used to complete the case. There were no adverse consequences to the patient.